Manufacturer narrative:
B3: date of event was not provided.

Event description:
It was reported that the patient experienced intracranial hemorrhage after an ekos procedure. After this ekos device was used, the patient experienced intracranial hemorrhage at the hospital. Additional information has been requested but is unavailable at this time.